Manufacturer narrative:
Device evalution in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy pump was emitting beeping sound and wouldn't stop. No adverse effects reported.

Manufacturer narrative:
Additional information received on (B)(6) 2019 indicating event date. Fields updated: date of event,type of reportable event,if follow-up, what type. H3 device evaluation summary: one cadd legacy plus pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in fair condition with cracked housing. Functional testing included use testing. The device was started in application problems were found with the device double beeping with a cassette attached based on the evidence, the complaint was confirmed. The problem source was identified as downstream sensor.